Event description:
The chest drainage system was found to have a crack through the tubing that attached to pt's chest tube. Pt suffered a collapsed lung. Pneumothorax resolved once system was changed.